Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse, urinary incontinence and leakage. It was reported that patient underwent cystoscopy and cystometrography on (B)(6) 2012.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient experienced pelvic/abdominal pain, urinary incontinence, dyspareunia and multiple urinary tract infections after implantation.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.